Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had cuts with broken skin on his left breast. The patient's physician advised the patient to remove the lifevest at night if it was uncomfortable. Follow-up indicated that the irritation had improved.